Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product remains in the patient, and no product evaluation is able to be conducted. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Remains in patient.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which the inner collet of a mesa screw broke. The screw was left in the patient however, the inner collet was retrieved.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Device remains in patient.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which the inner collet of a mesa screw broke. The screw was left in the patient however, the inner collet was retrieved.